Event description:
On (B)(6) 2009, the patient reported that the up button of his infusion device does not function properly. The issue began on (B)(6) 2009. During troubleshooting, the up button did not respond at all and the infusion device beeped when the down button was pressed but it did not vibrate. The infusion device was programmed to beep and vibrate. The vibration functioned properly until the battery was changed today. The patient verified that he is using the correct battery type. He stated that the infusion device has been splashed with water but has not been submerged. He stated that the infusion device has been dropped several times but not with a hard implant. The patient switched to the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.